Event description:
During a laparoscopic assisted surgical procedure, an arthrex camera light source was much darker than usual and patient organs and bleeding site were unable to be visualized. Light source camera and cord were replaced with identical arthrex equipment and similar issues continued. Sufficient light was temporarily available and enabled procedure to be completed without any patient harm. Procedure was prolonged due to the equipment issues.